Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the reporter contacted lifescan on behalf of the lay user/patient alleging that the patient's one touch ultra meter was reading inaccurately high compared to the hospital's meter. The day before, around noon, the patient obtained a "115 mg/dl" on his meter. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing techniques were used; however, the cca noted that the incorrect technique was used to clean the puncture site. According to the reporter, the patient was sweating and was unable to walk by himself at the time of concern. The patient's wife did not correlate the patient's symptoms with high or low blood glucose levels sine the meter reading was "ok." The patient has not had lunch and the patient's wife had the patient eat a half sandwich, but the patient was only able to eat a few bites of the sandwich. No other actions were taken to administer diabetes related treatment following the test. About an hour later, the patient was still having difficulties moving around and the patient's wife did not know what was wrong with him so she called the emergency services. When the patient first arrived at the hospital, the patient's blood glucose was "72 mg/dl" on the hospitals' device and was treated with IV fluids. Shortly after the IV fluids, the patient obtained a "57 mg/dl" on the hospital's meter and was then treated with IV glucose. The patient was diagnosed with hypoglycemia and was released 6 hours later. This complaint is being reported because the patient alleged inaccurate high meter readings while experiencing symptoms and claimed the patient did not receive any diabetes related treatment following the test, because the meter reading was "ok" and an hour later, the patient was diagnosed with hypoglycemia and treated with IV glucose at the hospital. The meter, test strips, and control solution were replaced.